Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported that the patient had a continuous fault alarm with no identified cause. The patient was reported to be asymptomatic during fault alarm. The device parameters were reported to within normal limits. The driver change out was initiated without incident, and the patient was reported to be stable.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm indicating the primary motor did not engage for over five seconds a continuous open short was detected. Visual inspection of external components found damage to display and fan covers as well as to the power adaptor. Visual inspection of internal components found no abnormalities. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. Additional testing included a power cycling test in an effor to replicate the alarm and the indication that the primary motor did not engage. The driver was pwoered using two onboard batteries that were then removed and replaced ten times. No alarms were produced and primary motor engaged without issue for the duration of the test. An observation run was also performed that resulted in the driver annunciating a permanent alarm indicating system current too high. Further investigation of the primary motor found that the motor did not rotate freely by hand and a malfunction of the primary motor was likely the cause of both alarms. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during testing; the root cause of the reported permanent alarm was determined to be a faulty primary motor gearbox. Failur einvestigation identified no other test failures or damage that could have contributed to the complaint. Damage found on external components was cosmetic only and did not affect the functionality of the evice. The permanent alarm is a component of the driver that mitigates safety hazards and successfully alerted the patient to an issue whithn the driver, as intended. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported that the patient had a continuous fault alarm with no identified cause. The patient was reported to be asympotomatic during fault alarm. The device parameters were reported to within normal limits. The driver change out was initiated without incident, and the patient was reported to be stable.